Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery (cia). A 8-60 non bsc stent was implanted. The 7.0 x 40/135 sterling balloon catheter was advanced to post dilate the stent. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4): the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)